Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported that a medication leak occurred. The patient was instructed to disconnect from the pump and use a spill kit. Patient went to the clinic to complete the rest of the treatment. No patient injury was reported.